Event description:
It was reported that an x-ray revealed lead dislodgement. The lead exhibited loss of capture at full outputs and intermittent sensing. The physician did not want to subject the patient to another surgery, so the pacemaker was programmed to vdd.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.